Event description:
Additional information was received that the lead body and lead to device connections were verified to be appropriate through fluoroscopy.

Event description:
Additional information was received that continued low out of range shock impedance measurements less than 20 ohms was observed in addition to noise. An invasive procedure was performed. The lead was surgically abandoned and replaced. The ICD remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out of range shock impedance measurements less than 20 ohms. Subsequent measurements were noted to be stable. An in clinic follow up was planned for an unknown date in the future. No adverse patient effects were reported. Available information indicates that this producct remains implanted and in service.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.